Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the system's internal cpu died. Once the computer was replaced, the system then passed the system checkout and was found to be fully functional. Computer was returned to medtronic but was not analyzed at the time of filing. Continuation concomitant oe medical products) product ID : 9735146r. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used intra/peri-operatively of a functional endoscopic sinus surgery (fess) procedure. It was reported that the system appeared to shutdown and then go into "no input detected" when trying to load a disc for a case. The site rebooted the system, but did not resolve the issue. There was no delay in the procedure and no impact on patient outcome. The cause was due to an internal cpu failure.